Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. The tip of the cold jaw silicon had detached partially. The device was bloody. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was outside the cannula in the straight position. Resistance and jaw force measurements passed specs. A functional teste evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "jaw boot peeled and toggle did not always release" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 non-wired jaw insulation melted and the embedded wire was exposed and sticking out the end of it. There was intense smoke venting out of the pt's leg and the device was immediately removed from the leg. There were only 2 branches left to cut. In addition, the toggle kept "sticking" in the activated position, the user had to repeatedly push the toggle forward to open the jaws to de-activate- this may have added to continued shut-off occurring. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.